Manufacturer narrative:
Additional information has been requested. To-date, no new information has been received. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 10 months post implant of this bioprosthetic valve, it was explanted and replaced for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.